Manufacturer narrative:
Pump received with no button response due to flattened keypad dome switch. Unable to verify motor error alarm and perform the displacement,rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. Motor passed motor test. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case and torn keypad overlay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.